Event description:
It was reported that the patient presented for a right ventricular lead revision. During the procedure, the lead exhibited high impedance, low impedance and no sensing when repositioning was attempted. During the last repositioning attempt, the helix would not retract. The helix was eventually retracted. The lead was explanted and a new lead was implanted. There were no patient complications.

Event description:
New information received notes that the initial reporter was dr. (B)(6) with (B)(6).